Event description:
It was reported that during a da vinci-assisted surgical procedure, the right master tool manipulator (mtmr) was faulting with error 23062. It is an ongoing issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no injury/harm to the patient. The error was recovered from system restart but used another console to complete the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. In lighthouse, the error 23062 was found indicating a failure on the wrist pitch axis, confirming the fault occurred in the field. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed. The mtm passed system test and no error was observed. The mtm was installed on the surgeon console fixture test platform (sftp) and failed on grip accuracy test post sine cycle. However, the mtm passed after running recalibration sequence without any error. The rest of fitness test and 1hour slow speed sine cycle on wrist_pitch axis were run and no error was observed. As a result of this investigation, failure analysis has concluded that the wrist pitch axis 5 motor and slipring were found to be the root causes of the reported event.